Event description:
It was reported that hypotension and hypovolemia requiring intervention occurred. A left atrial appendage (laa) closure procedure had been performed, and a watchman trusteer access system (was) was inserted, and a 31mm watchman flx pro closure device was successfully implanted. Following the procedure, the patient became hypotensive with a recorded supine blood pressure of 85/47 mmhg. The patient was treated with intravenous (IV) fluids and levophed medication, after which blood pressure improved. The patient was subsequently cleared for discharge, and the event resolved without further complication. The suspected cause is volume depletion.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that hypotension and hypovolemia requiring intervention occurred. A left atrial appendage (laa) closure procedure had been performed, and a watchman trusteer access system (was) was inserted, and a 31mm watchman flx pro closure device was successfully implanted. Following the procedure, the patient became hypotensive with a recorded supine blood pressure of 85/47 mmhg. The patient was treated with intravenous (IV) fluids and levophed medication, after which blood pressure improved. The patient was subsequently cleared for discharge, and the event resolved without further complication. The suspected cause is volume depletion.